Event description:
It was reported that a pt, who had received v.a.c. Therapy from 2007 to 2008, for a trochanter pressure ulcer, underwent surgical exploration the following month, and a retained foreign material was identified in the wound (number of pieces not specified). The foreign material was alleged to have been v.a.c. Granufoam. According to the medical records, there were no obvious purulence or signs/symptoms of an infection. Medical records indicate that the retained foreign material was removed in the operating room by surgical debridement. According to the postoperative notes provided by the medical doctor, the pt was subsequently taken to recovery in excellent condition with plans to be discharged home.

Manufacturer narrative:
The foreign material removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error, as it was reported that foreign material claimed to have been a kci product, may have been left in the wound by the pt's healthcare providers and had to be surgically removed. V.a.c. Therapy labeling states, "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart. Also document the dressing change date on the drape." V.a.c. Therapy labeling also states, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."